Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate the reported issue. The clamp does have a little movement in the lock, but when it is properly positioned and put under pressure, it does not move. All worn components will be replaced with new parts, along with general maintenance and cleaning. Root cause - the complaint is not confirmed. The probable root cause of the reported complaint is improper or suboptimal placement of the clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) lost tension either during the case or while pinning. Additionally, it was reported that the patient did have structural abnormalities that could have aided in the malfunction. No information has been provided on patient injury or surgical delay.